Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. The cause of the low bg was unknown. The customer was taken to the emergency room (ER) because of their low bg level on (B)(6) 2024, and they were subsequently hospitalized for one day. The hospital provided glucose tablets, intravenous therapy (IV) and fluids of saline and observation to address bg. The customer was released from the hospital on (B)(6) 2024 with no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.